Manufacturer narrative:
Return requested. Replacement wired mouse shipped to site 06/23/2016. Medtronic investigation of returned suspect wired mouse finds that when the mouse was plugged into a test bench system and functioned as expected. Scroll, right and left buttons work, no lag to mouse cursor on screen. No fault found. Device found to be fully functional. On 06/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/24/2016 a medtronic representative, following-up at the site, reported replacing the mouse as a precautionary measure. The reported issue could not be replicated. No further issues have been reported.

Event description:
A site registered nurse (rn), and stealth coordinator, reported that during a spine procedure, the navigation system software became unresponsive while navigating in the spine application. The navigation system mouse would not move and they could not click on anything. The site performed a hard shut-down, and re-booted the navigation system. Upon re-boot the software was unresponsive on the application menu, the mouse looked like a black square and would not move. The site re-booted the system again and were able to select spine and move forward into navigate. This time the mouse would move, however, reported the mouse response seemed to be lagging, as if they did not have proper control over it. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.